Event description:
On (B)(6) 2025 a patient underwent a port placement procedure. During a port placement procedure, the port allegedly experienced where the silicone part of the suture hole detached from the port body. Only the silicone component was retrieved. The port was then secured with a suture, and placement was completed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one port suture plug was returned for evaluation. Visual and microscopic visual evaluations were performed. Plug was noted be detached from port however port was not returned. No adhesive was noted on the plug. No remarkable anomalies or defects were observed on the suture plug received. Therefore, the investigation is confirmed for the reported suture plug detachment and identified loss of failure to bond issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp. During the procedure, the port allegedly experienced where the silicone part of the suture hole detached from the port body. It was further reported that only the silicone component was retrieved. Reportedly, the port was then secured with a suture, and placement was completed. There were no reported patient injuries.